Event description:
The customer reported that they had purchased a new power brick for one of the central nurse's station (cns) monitors, so their it powered down the cns and plugged in the new power brick to the right monitor. When they tried to power the cns back on, it got stuck in boot up to windows. They tried power cycling 4 or 5 times, and it would keep getting stuck there. Nihon kohden technical support had the customer power down the cns and remove the secondary hdd. Then power the cns back on with just the primary hdd inserted. They were then able to load the cns software. They are ordering a replacement drive for the one that failed. They were monitoring bedside monitors (bsm). No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that they had purchased a new power brick for the central nurse's station (cns) monitor, and their it powered down the cns and plugged in the new power brick. When they tried to power the cns back on, it got stuck in the windows boot up. They tried power cycling 4 or 5 times, with no success. Nihon kohden technical support (nk ts) had the customer power down the cns and remove the secondary hard disk drive (hdd), then power the cns back on with just the primary hdd inserted. They were then able to load the cns software. No patient harm was reported. Investigation summary: the customer indicated that this issue occurred after their it powered down their cns after placing a new power brick to one of its monitors. Customer removed the secondary hdd of the device and just boot it with the primary hdd to resolve the issue. The device had been in service since 03/02/2013. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is hdd failure and improper shutdown of the device. The issue occurred after a shutdown was performed by the customer's it department. If the device was improperly shutdown, the hdd of the device may have been impacted. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Wear and tear is also a possible cause of the hdd failure. The hdds are electronic components/devices and may deteriorate through time and may wear from continual use and require proper maintenance.

Manufacturer narrative:
The customer reported that they had purchased a new power brick for one of the central nurse's station (cns) monitors, so their it powered down the cns and plugged in the new power brick to the right monitor. When they tried to power the cns back on, it got stuck in boot up to windows. They tried power cycling 4 or 5 times, and it would keep getting stuck there. Nihon kohden technical support had the customer power down the cns and remove the secondary hdd. Then power the cns back on with just the primary hdd inserted. They were then able to load the cns software. They are ordering a replacement drive for the one that failed. They were monitoring bedside monitors (bsm). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bedside monitors were being used in conjunction with the cns, but no model or serial numbers were provided.

Event description:
The customer reported that they had purchased a new power brick for one of the central nurse's station (cns) monitors, so their it powered down the cns and plugged in the new power brick to the right monitor. When they tried to power the cns back on, it got stuck in boot up to windows. They tried power cycling 4 or 5 times, and it would keep getting stuck there. Nihon kohden technical support had the customer power down the cns and remove the secondary hdd. Then power the cns back on with just the primary hdd inserted. They were then able to load the cns software. They are ordering a replacement drive for the one that failed. They were monitoring bedside monitors (bsm). No patient harm reported.